Event description:
It was reported while using bd venflon ¿ pro safety the safety mechanism did not properly activate. There was no report of patient impact. The following information was provided by the initial reporter: venflon pro safety , needle shield safety feature mechanism failure, stylet tip was not encapsulated in needle shield, it was also hard to remove during cannula insertion.

Manufacturer narrative:
Initial reporter addr 2 :(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2293457. Production history record were reviewed. No abnormality was observed.

Event description:
It was reported while using bd venflon ¿ pro safety the safety mechanism did not properly activate. There was no report of patient impact. The following information was provided by the initial reporter: venflon pro safety , needle shield safety feature mechanism failure, stylet tip was not encapsulated in needle shield, it was also hard to remove during cannula insertion.